Event description:
It was reported that the intracavity c10-3v transducer had lens wear, resulting in exposed metal underneath the lens. The transducer was associated with the epiq elite ultrasound system at the customer¿s site. The issue was discovered during clinical use and no patient or user was harmed as a result of the issue. The transducer was removed from service. Philips has started an investigation, and upon completion, a follow up report will be submitted.